Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, lot #225411. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced left sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
An investigation of the returned product was completed by the failure analysis lab on 8/15/2019. Device evaluation summary: according to the information received a deflation of the breast implant was reported. During evaluation of the sample, it was found to be intact. Leak testing was performed, and no leak sites were detected. No anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).